Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed occurred on for transmitter with serial number 8tx8ct. However, transmitter with serial number 8tx6ct was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and transmitter failed error was not found for serial number 8tx6ct within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.